Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely with the pacemaker exhibiting backup vvi operation. The patient was brought in clinic for a device check but the possible cause of the backup operation was not verified. Normal device function was then restored. There were no reported symptoms and the patient condition remained stable.